Event description:
This is a spontaneous report by a physician from (B)(6) regarding ultrafiltration failure and encapsulating peritoneal sclerosis in a (B)(6) male homechoice peritoneal dialysis (pd) patient. On an unreported date, the patient experienced encapsulating peritoneal sclerosis and was hospitalized. On 01sep2010 follow-up information was reported by a second physician. In (B)(6)2009, the patient experienced ultrafiltration failure. Pd therapy was stopped and the patient was switched to hemodialysis. Subsequently the patient experienced "increasing abdominal disorder," nausea, vomiting and ascites. In (B)(6) 2010, the patient experienced ileus symptoms on several occasions. In (B)(6) 2010, bloody, but sterile, ascites fluid was drained. In (B)(6) 2010, the patient was hospitalized due to a small bowel obstruction. On an unreported date, the patient underwent an explorative laparotomy, and was diagnosed with encapsulating peritoneal sclerosis. The reporter stated that the patient's dialysate had always included erythrocytes, but no pathogen had ever been identified. On (B)(6) 2009, the patient received cellcept, 500 milligrams 2 times a day, orally, continuing. On (B)(6) 2010, the patient received prednisolone, 40 milligrams daily, orally, which had been reduced to 2.5 milligrams daily, continuing. On (B)(6) 2010, the patient received tamox 20 milligrams daily, orally, continuing. On an unreported date, due to the ileus symptoms, the patient received a percutaneous endoscopic gastrostomy for the drainage of gastrointestinal secretions. On an unreported date, the patient lost weight. As of the time of this report, the patient was in a "reduced, but stable condition." The physician believed the event of encapsulating peritoneal sclerosis was related to pd therapy, but did not provide an opinion of causality for the event of ultrafiltration failure.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.